Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n349802, implanted: (B)(6) 2013, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The representative later reported that the medication used within the system was morphine. No further troubleshooting was performed. The patient was doing fine and the pump was working.

Manufacturer narrative:
(B)(4).

Event description:
A representative reported that when a healthcare provider connected the spine segment to the pump, they had no flow. Prior to connecting them, they had ¿perfect flow¿ from the spine segment. They cut the connector off, opened an accessory kit, and attached an 8785 connector. They again did not get flow when the connector was attached. They opened another connector and when they connected it, they got flow again.

Manufacturer narrative:
Two catheter connectors were returned for analysis. They were not labeled. During testing in the lab, a stylet was passed through each catheter to catheter connector with no occlusion seen in either one. Analysis of both catheter connectors revealed the collets were prematurely locked in place. Analysis of one of the catheter connectors revealed a significantly bent pin. It could not be determined if the damage was caused during usage or if the customer received the catheter to catheter connector in this condition. It was ultimately unknown what exactly occurred during the attempted usage of the two catheter to catheter connectors. Even though all of the catheter to catheter connectors had all their collets fully locked in place, none of the catheter to catheter connectors had any catheter segments attached to them. It was noted that the 8780 is shipped from manufacturing with a catheter to catheter connector already attached to the proximal pump segment. However, none of the collets on each of the catheter to catheter connectors showed any signs of damage that would have to occur if the locked-in-place collet had been temporarily removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.